Event description:
After a software upgrade, the user noticed the qc results for some assays were out of range. The user recalibrated the assays and the qc results were then in range. On (B) (6) 2010, the user repeated testing for several patient samples originally tested on (B) (6) 2010 and received differing results. Of the data provided, the results for five samples were discrepant. All results are in ug/ml. Sample 1 initial valproic acid result was 61, repeat result was 99. Sample 2 initial valproic acid result was 54, repeat result was 103. Sample 3 initial t4 result was 4.7, repeat result was 9.3. Sample 4 initial t4 result was 4.7, repeat result was 7.1. Sample 5 initial t4 result was 3.9, repeat result was 6.2. The original result had been reported. The user stated they could not provide any further patient information. The user declined a service visit and stated recalibration resolved the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.